Manufacturer narrative:
This supplemental report was submitted to correct field h10 "additional MFR narrative". Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. There is no information at this time suggesting that this device is going to be returned for analysis. Subsequently, the device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. There is no information at this time suggesting that this device is going to be returned for analysis. Subsequently, the device was received for analysis.

Manufacturer narrative:
If additional information is available, a supplemental report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. There is no information at this time suggesting that this device is going to be returned for analysis.